Event description:
Customer reported being hospitalized due to low blood glucose levels. The event leading to hospitalization was blood glucose levels dropping with no boluses delivered. Unable to complete troubleshooting at time of call.